Event description:
It was reported that the cardiac index did not appear immediately during use of a 777f8 due to lack of cco measurement. Ci measurement began after the patient was taken off the heart-lung machine. Staff noticed that it took a while before ci appeared on the monitor. The catheter was not replaced. Ci appeared without problem when patient was transferred to the ICU. No additional treatment or procedure was required in response to the event. There was no data logs available for evaluation. No trouble shooting was conducted. There were no abnormality in catheter including kink, leak or occlusion, nor possibility of patient's condition affecting the measurement. The customer suspected possibility of damage to the catheter body by needle during procedure, but there was no apparent damage when the catheter was inspected after removal. Patient demographic was requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
A product evaluation was completed on the returned 777f8 catheter. The reported event of catheter damage issue was confirmed. Customer report of cco measurement issue was not able to be confirmed during evaluation. As received, thermal filament cover was damaged at 20 cm proximal from catheter tip. Both edges of thermal filament cover did not appear to match up. No damage was found on thermal filament trace. No fault messages showed up on the lab hemosphere monitor when the catheter was connected. The thermistor was found to read 36.9 c when submerged into a 37.0 c water bath. Thermistor temperature reading accuracy is plus minus 0.3 c per hemosphere manual. The catheter ran cco in 37.0 c water bath on hemosphere monitor for 5 mins. Without error. Thermistor and thermal filament circuit were continuous, there were no open or intermittent conditions. Tc value was marked in red when the catheter was connected with eeprom reader. Resistance value of thermal filament circuit, 39.42 ohms, was in specification. Both thermistor and thermal filament connectors were opened and found no visible inconsistencies. All through lumens were patent without any leakage or occlusion. No visible damage or inconsistency was observed from catheter body, balloon and returned syringe. The balloon inflated clear, concentric and remained inflated for more than 5 mins. Without leakage. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. A supplemental report will be forthcoming when the investigation is complete. The lot number was not provided thus a device history record was not reviewed. Additional FDA product codes are kra, dqe, and dqo. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. All procedures applicable to the manufacturing process were reviewed and confirmed to contain clear and understandable instructions for every standard work instructions related to this nonconformance. Training records were reviewed to verify that all operators were properly trained on how to perform the task. Records showed that all the operators were trained. It was previously reported that the lot number was unknown. With the return of the device, lot number was confirmed to be 65723134. A device history record review was completed and documented that device met all specifications upon distribution. Based on the available information, there is not enough evidence to confirm a root cause. As part of the manufacturing process, units under go quality visual inspection, manufacturing visual inspection, and a cleaning process of the thermal filament, proximal area.